Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated the incorrect bolus amount to be delivered. Upon investigation, it was found that the customer entered the incorrect correction factor settings resulting in the incorrect bolus being calculated by the pump. Customer's blood glucose (bg) was 268 mg/dl.